Event description:
It was reported that there was a pressure related issue during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Received information states that the reported issue was caused by an inexperienced user. There is no information about the how the mistake was made and there are no logs available. We have not been able to either confirm the event or determine the cause of reported issue. H3 other text: 4119.